Event description:
Upon reviewing a patient's programming history, it was observed that a faulted systems test occurred on (B)(6) 2006 which changed the patient's settings to unintended parameters. The patient's off time was 1.1 minutes on (B)(6) 2004, but then a faulted systems test on (B)(6) 2006 occurred which changed the off time to 60min. The off time was programmed to 180min on this visit. However, the patient's settings were not corrected to efficacious settings prior to the leaving the clinic.

Manufacturer narrative:
Analysis of programming history.